Event description:
It was reported that after an MRI procedure, autocapture has not worked properly. The device was in high output mode for over a month, and battery longevity drained from 2.3 years to 1.7 months. There were no adverse health consequences to the patient.

Event description:
New information received indicated that the device was explanted when it reached elective replacement indicator (eri). The patient was stable pre, during, and post-procedure.

Manufacturer narrative:
The reported event of premature discharge of battery and capture anomaly could not be confirmed. As received, the device was above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device battery voltage has not reached elective replacement indicator level.